Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8840, lot number unknown, product type: programmer, physician . (B)(4).

Event description:
It was reported that a bridge bolus was incorrectly performed as the bolus duration was shorter than they had calculated. It was supposed to be 30hrs 9min and they were seeing 21 hrs. The ttv: was .44 milliliters and the old drug desired dose was 3.502 milligrams (mg). The health care provider (hcp) accidently inputted 5.02 mg. The physician realized that they did not even need to do the bridge based on the fact that the flow rates were unchanged. The hcp was to cancel the bolus and not complete the bridge bolus base on no flow rate change. This device system delivered baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.